Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. The patient presented with an acute myocardial infarction. A type b2, bifurcated long lesion was identified in the calcified and tortuous mid right coronary artery (rca). Treatment consisted of pre-dilation and the placement of a 3.5x20mm taxus liberte stent deployed at 12 atms. Post stent ivus confirmed the stent was well apposed with 0% residual stenosis. After the stent was implanted, the patient experienced slow flow. It was noted that due to calcification in the vessel, the 3.5x20mm taxus liberte stent may not have dilated properly. An additional 3.5x20mm taxus liberte stent was implanted in the proximal left anterior descending artery. The patient's medicine regimen included panaldine. On day 5, while the patient was still in the hospital, the patient experienced an acute myocardial infarction. Angiography was performed revealing stent thrombosis in the 3.5x20mm taxus liberte implanted in the mid rca. An intra-aortic balloon pump was inserted and a thrombectomy using a non bsc device was performed resulting in timi 3 flow. The patient's status became stable. The patient was discharged in (B)(6) 2009.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.5x20mm taxus liberte stent was properly dilated. The vessel calcification made it difficult to dilate the vessel.